Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp exhibited a high purge pressure alarm. The staff changed the cassette and this did not resolve the issue. It was reported that that the motor current was normal. The staff disabled the alarm volume and stated they would monitor for sign off pump failure. No additional information regarding this issue is available. Additional information noted the patient was made do not resuscitate. Care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome. No patient harm related to the device was identified.